Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the precision xtra meter was reviewed and the DHR showed the meter passed all tests prior to release. A DHR for the precision test strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed for the precision strips and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test due to his adc blood glucose meter turning on with button press but not with insertion of test strips. Customer further reported that on (B)(6) 2019, he experienced nervousness and dry mouth, and went to a clinic to get his blood glucose levels measured because he had no other device. A reading of 51 mg/dl was obtained on the hcp meter, and the customer was given something to eat and drink and was told to rest. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to his adc blood glucose meter turning on with button press but not with insertion of test strips. Customer further reported that on (B)(6) 2019, he experienced nervousness and dry mouth, and went to a clinic to get his blood glucose levels measured because he had no other device. A reading of 51 mg/dl was obtained on the hcp meter, and the customer was given something to eat and drink and was told to rest. No further treatment was required. There was no report of death or permanent impairment associated with this event.